Manufacturer narrative:
(B)(4). Event location: unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date- (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: patient is having some neck pain of 4 on a scale to 10 with an episode of numbness in left arm. Was seen in the office on (B)(6) 2007 and it was determined that there was a small hnp at c3-4. It is also believed that the pain could be attributed to increased muscle activity. Medication: yes; additional treatment: patient is taking 800mg ibuprofen 3xday. Physical therapy was also prescribed 2-3 x week for 6 weeks. Description: will reassess at next visit. Post op visit date- (B)(6) 2008 medication: yes; additional treatment: same as 6 month post-op check ibuprofen (800mg) additional comments: neck pain persists. Will assess at next visit. Patient reports pain is 7-8 on a scale of 10. Post op visit date- (B)(6) 2009, additional treatment: hydrocodone for pain control description: increasing pain in the neck radiating into both shoulders. Recently feels an ""electric shocking"" sensation in shoulders; additional comments: pain level is 6 on 0-10 scale will schedule MRI of c-spine if no improvement but will remain conservative for now post op visit date- (B)(6) 2010 medication: yes; other treatment: c-spine x-ray (B)(6) 2010 c-spine MRI (B)(6) 2009 additional treatment: continued pain med controlled by pain mgmt physician lortab 10/500mg; celebrex 200mg, "muscle relaxer" hydrocodone, ibuprofen 800mg; lidoderm patch 5 percent description: pain rated 7/10, but meds effective in controlling pain. Use of head rest and rest effective as well. Overall symptoms unchanged from prev. Visit and possibly worsened. Additional comments: xrays show c5-c7 well healed c5-c6, less fusion c6-c7, mild adjacent level wear per MRI; per MRI; mil disc bulge without significant associated findings at c5-6 and c6-7, osteophyte with central disc protrusion at c3-c4 post op visit date- (B)(6) 2012 medication: yes; additional treatment: lortab 10/500mg 4x day. Description: patient is still having cervical pain of a 5 on a pain scale 1-10. Post op visit date- (B)(6) 2014 additional surgery: posterior spinal fusion c3 to c7; additional surgery date: 20140219; hospitalization: yes; additional treatment: posterior spinal fusion c3 to c7 with decompression c3 to c7 description: surgery was successful, but patient is still having pain on a scale 1-10 of 5 and is not currently working due to neck issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At the 120-month postoperative evaluation, the patient was still experiencing neck and arm pain. He rated his pain a 7 on a scale of 1-10. The outcome was reported as permanent condition. Treatment included medications.